Event description:
It was reported that the customer had a high blood glucose level over 600 mg/dl. Customer took a manual injection of 12 units and got his blood glucose level down to 300 mg/dl. Customer changed the site but thinks that he is not getting insulin. Customer's current blood glucose level is 381 mg/dl. Customer can't walk due to joint pain. Customer's eyes are also blurry. Customer took a breakfast correction and went to church. Customer stated that he could feel that his blood sugars were higher. Customer was taking injections and after taking an injection, his blood glucose level went up to 390 mg/dl instead of going down. Customer stated that he changes the infusion set around 3 to 3.5 days. Customer was explained that the site may become painful and irritated if the set is not changed within the guidelines. Customer was advised to change the entire set, reservoir, and insulin. Customer will be sent a tubing clamp and replacement set. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.